Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a review of the recorded episodes, this right ventricular (rv) lead was noticed to have a low intrinsic amplitude, also the lead exhibited noise, oversensing, loss of capture, and an under sensed beat. The physician suspected that the rv lead perforated after completing a scan. This lead remains in service. The lead was repositioned with no complications to the patient, unfortunately it was not capturing the rv the following day, therefore, the physician removed the lead and implanted another lead with no complications. At this time the rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a review of the recorded episodes, this right ventricular (rv) lead was noticed to have a low intrinsic amplitude, also the lead exhibited noise, oversensing, loss of capture, and an under sensed beat. The physician suspected that the rv lead perforated after completing a scan. This lead remains in service. The lead was repositioned with no complications to the patient, unfortunately it was not capturing the rv the following day, therefore, the physician removed the lead and implanted another lead with no complications. No additional adverse patient effects were reported.